Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were defective markings on tube with a bd vacutainer® k3e 3.6mg plus blood collection tubes. This occurred on 464 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: defective marking occurred on 464 tubes out of 9000.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective marking with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there were defective markings on tube with a bd vacutainer® k3e 3.6mg plus blood collection tubes. This occurred on 464 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: defective marking occurred on 464 tubes out of 9000.